Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 3 infusion sets fell off during use events on 31-may-2024, 11-june-2024 and 12-june-2024.the events occurred within 24 to 36 hours of insertion.the blood glucose level was 370 mg/dl at the time of events. The patient replaced infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 3.